Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. A damaged dso seal and lcd screen were found. The reported complaint is confirmed. The dso seal and the screen were replaced. The device passed all functional tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
Customer returned product for screen damage, during physical inspection it was found that the dso seal was damaged. There was unknown patient involvement.